Event description:
A customer observed a false negative ambc reuslts on a pt sample. The result was not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result as of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that results from several other hepatitis b marker assays were positive, and that the anti-hbc result was atypically elevated. Dilution of the initially negative sample produced positive results, supporting the presence of an unknown interferent as the root cause of the event.